Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "it's difficult for him to breathe using dreamstation CPAP, and he wants replacement. He said will contact the va (medical equipment provider) for assistance". There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The device was returned to and inspection of device were completed by the manufacturer. The manufacturer found no evidence of visible blower foam degradation. The device not needed for internal stock and was scrapped per fc: (B)(4).